Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that the helix would not properly extend or retract. The lead was not implanted and there were no reported complications with the patient due to this event.